Event description:
Ultrasonic sound waves not working.

Manufacturer narrative:
There were no reported injuries at the time of this report. During preventive maintenance a service technician noticed the ultrasonic sound waves were not engaged. The technician replaced the generator board, however the generator board was not sent back to the manufacturer for evaluation. The technician stated that the last preventive maintenance was performed on (B)(4) 2013 at that time the ultrasonic sound waves were reported to be working. Custom ultrasonics inc. Made several attempts to follow up with the facility. If information becomes available custom ultrasonics inc. Will submit a follow up report. There may be a low risk of infection associated with this issues as stated in the risk assessment supplied to the customer. Custom ultrasonics inc. Is reporting this incident out of an abundance of caution.